Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? In event description indicate that suture broke 10 times, could you please confirm with how many products occurred this issue? Please clarify: did the suture break or did the suture detach from the needle? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke at the junction with the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/09/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device kpz116 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. What was the initial procedure? Unknown 2. In event description indicate that suture broke 10 times, could you please confirm with how many products occurred this issue? No, that description means the suture had been sutured 10 times after, this suture was broken. 3. Will the product be returned for investigation? Yes.